Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering correctly and squirted out insulin while priming. The customer¿s blood glucose level was unknown. Customer also reported that the motor was louder than before and had no delivery alarms. Customer declined to 24 hour helpline. The device will not be returned for analysis.